Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user stopped using the ilet and reverted to a different insulin pump, expressing that the ilet delivered too much insulin and that she wanted more control; she requested a return and indicated emotional distress related to a recent bereavement, and no alarms or malfunctions were reported. Symptoms included hypoglycemia, with cause unclear. Outcomes included no reported hospitalization or other medical intervention. Investigation included internal review and coordination with the field team. Investigation of this case revealed insufficient information to confirm a device malfunction or user-related issue, and the event remained unverified with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.